Event description:
During surgery, the surgeon had measured for a 7mm nail, changed his mind and used a 9mm nail fracturing the pt's humerus.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.